Event description:
A malfunction alarm with code malf 19 was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Tandem technical support arranged to send a replacement pump with updated software, and the customer was advised on the procedure for using and returning the defective pump. The customer reverted to manual insulin therapy.